Event description:
It was stated that a patient returned a 5-fu pump that was not running. Upon checking the log, it was noted that the pump was started on (B)(6) 2024 at 6:26 pm, stopped on (B)(6) 2024 at 6:14 am, then started again 10 minutes later and stopped after 1 minute. Subsequently, the volume was reset. There was patient involvement, and no patient harm/adverse effects.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.